Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a wide variation in rv sensing waves was observed due to atrial undersensing and ventricular- blanking masking the rv egm following atrial pacing. The atrial lead will be scheduled for revision.the device remains implanted.